Event description:
It was reported that a user experienced elevated glucose readings up to 226 mg/dl while using the ilet system, noted that the pump appeared to the pump appeared to deliver only a very small portion of insulin ("2%") before stopping insulin delivery. The user repeatedly entered meal announcements to address rising glucose after a fast-food meal, later changed the infusion set, and ultimately administered a manual injection before planning to reconnect; user education on appropriate use of meal announcements was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface in how meal announcements were used. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.